Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported difficulty loading the filter was not able to be confirmed due to the damages noted. Dc pod damage was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. The additional damage noted to the delivery catheter pod (longitudinal tear) and cuts noted on the pellethane tip of the filtration element were not reported and likely occurred due to post-use handling/manipulation during packaging for return. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) resistance was noted when attempting the load the filter into the delivery catheter (dc) pod. The tip of the dc pod was noted to become kinked and the dc became bunched; therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another emboshield eps was used to complete the procedure. Return device analysis found there were cuts in the filtration element tip. No additional information was provided.